Event description:
It was reported that the mlx 300w xenon lightsource (00mlx) will not power on properly and the unit blows fuses when attempting to power on. It is unknown under what circumstance this event occurred; however, no patient injury, death or surgical delay was been reported.

Manufacturer narrative:
The mlx 300w xenon lightsource (00mlx) was returned for evaluation:   a review of the device history record (DHR) was not performed, as the described complaint is being addressed per quality plan and is not related to a manufacturing non-conformance. Failure analysis - this described failure has being addressed by internal quality plan for issues relating to power supply, hard start issues, and early-life failure of the lamp module.   Root cause analysis - it was confirmed that the specified kilovolt trigger from the power supply unit (psu) was less than minimum required by the lamp. The power supply unit was replaced with an alternative psu, which was compatible with the lamp.